Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis with high blood glucose levels above 500 mg/dl. The customer stated, she also had large ketones. The customer also stated, she was under a lot of stress at the time and had just started using new medication. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.